Manufacturer narrative:
Initial.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) intermittently failed to pair with the ilet bionic pancreas, with pairing previously established to a different pump; after guidance to shut down the other pump and toggle cgm pairing, the sensor connected and entered warmup on call, indicating an intermittent communication failure associated with an electrical/magnetic component, specifically the antenna. No adverse clinical symptoms were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet, consistent with intermittent communication failure and involving the antenna component and due to pairing limitations of the cgm. It was concluded, based on previously established findings for similar reports, that the cause was traced to setup procedure and connectivity limitations of the user device resolved with standard troubleshooting.